Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead may be experienced oversensing. An invasive procedure was performed and the physician elected to replace the ICD and lead. A serious injury MDR on the transvenous defibrillation lead was submitted 7/15/96 as an alternative report. Implanted: 12/15/95, explanted: approximately 8/05/96 (implanted 8 months)